Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had intermittent power and the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-dec-2017 with the following findings: a review of the pump¿s black box and alarm history showed evidence of several pump reboot events and call service 128 and 064 alarms. During investigation, the battery compartment was found to be cracked at the threads on the side and below the grip pad. The battery cap was not returned with the pump. A test battery cap was used and able to properly fit for testing. During testing, the pump successfully completed the rewind, load, and prime steps without any power issues, reboots, or call service alarms. The pump successfully completed the 24 hour duration test without any issue or power interruptions. The pump cover was removed and there was no evidence of moisture or damage to the printed circuit board. The original complaint of a power issue was noted in the pump history but unable to be duplicated during investigation.